Event description:
A physician reported that during direct selective laser trabeculoplasty (dslt) the system correctly detected the limbus, and physician initiated the laser procedure, which lasts 2.4 seconds. However, as the laser reached the superior quadrant of the eye, the patient blinked strongly, causing the speculum to shift and allowed the upper eyelid to partially cover the treatment area. In such situations, the system was expected to automatically abort the procedure. Unfortunately, this did not happen. The laser continued firing and delivered more than one quadrant of treatment over the eyelid instead of the intended target the trabecular meshwork. A video review clearly shows this event, yet the system generated report incorrectly stated that the treatment was successfully completed with 120 shots reaching the trabecular meshwork. It was important to note that the dslt unit was not updated to the latest available software version, which may have contributed to the failure to detect and respond to the obstruction. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was added in b.5. Additional information was added in h.3., h.6. And h.11. The company representative was unable to confirm nor replicate anything that would have contributed the reported event. The system was tested and found to meet product specifications. However, the company subject matter expert provided feedback on this investigation. The laser delivering laser over the patient¿s eyelid was due to patient blinking, covering the area of treatment. There is no risk to the patient expected, as the laser operates at low power and the risk for laser delivery to non-target tissue is low, particularly to the patient eyelid. It is recommended that the user lift and secure the eyelid prior to the procedure. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to patient factors. The system itself was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during direct selective laser trabeculoplasty (dslt) the system correctly detected the limbus, and physician initiated the laser procedure, which lasts 2.4 seconds. However, as the laser reached the superior quadrant of the eye, the patient blinked strongly, causing the speculum to shift and allowed the upper eyelid to partially cover the treatment area. The laser operates at low power and the risk for laser delivery to non-target tissue is low. There was no significant patient impact.

Manufacturer narrative:
Correction information was added in b5 and h6. The patient event codes and health impact codes should be e2403 and f26 instead of e2401 and f24. The manufacturer internal reference number is (B)(4).

Event description:
There was no patient impact.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The manufacturer internal reference number is: (B)(4).